Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system and a motor error alarm. The customer¿s blood glucose level was 195 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. Customer had a high blood glucose of 495 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unable to perform the occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during basic occlusion test.